Event description:
It was reported that a spectrum pump "will turn itself off and on." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Eval found while the pump is in the off state while on battery power, the unit can power up, enter sleep mode, and then shutdown. This was found to be caused by back flex chaffing at traces #28 and #30 where they came in contact to the right screw of the scanner bracket. A short between both traces occurs when simultaneously contacting the said screw. The rear case assembly (including the back flex) was replaced to correct this deficiency.